Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was not conducting energy. The bipolar cord was reversed (the plugs removed then reinserted using the opposite plugs) with no change. The cord was replaced with another one with no change. The new cord was reversed, again with no change. At that point the kit was changed out and the new one was working appropriately. The vein harvest was completed with the new kit. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was not conducting energy. The bipolar cord was reversed (the plugs removed then reinserted using the opposite plugs) with no change. The cord was replaced with another one with no change. The new cord was reversed, again with no change. At that point the kit was changed out and the new one was working appropriately. The vein harvest was completed with the new kit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. It was observed that the c-ring was completely intact. The blade and electrodes were observed to be intact. No visual defects were observed. A electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. We were unable to reproduce the reported failure in our testing. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed.